Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states chair is just shutting off. He was not with the chair to provide more information. He states there is no error code. Dealer hung up. No further information. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.